Event description:
On (B)(6), 2011, the complainant stated that she placed a caviwipe towlette on her body overnight and awoke with her skin irritated and burning.

Manufacturer narrative:
On (B)(4), 2011, the complainant stated that she placed a caviwipe towlette on her body overnight and awoke with her skin burning and irritated. She was advised to contact poison control for medical advice and follow whatever advice they provided. The patient was treated at the emergency room on (B)(6) 2011 and was prescribed a lotion to use on the affected area. The patient stated she was feeling better and acknowledged her misuse of the product. The complainant did not provide any lot information, therefore no further evaluation could be conducted.